Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had basal anomaly. Customer's blood glucose at time of incident was 220 mg/dl. Customer stated that his basal rates don't always deliver. Customer was offered to troubleshoot but declined.